Event description:
It was reported that shaft break occurred. The 65-70% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the crossing of the lesion, the proximal shaft of the stent was broken. The device was removed, and the procedure was completed with a different device without any patient complications reported.